Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. It was reported by the pt's family member that the pt has been using the pump for about a week and they believe they are encountering difficulties "calculating" with the pump. The pt is currently not using the pump and will obtain more training before restarting. The pump will be returned for evaluation to rule out any device related issues as the source of the incident. As of the time of this report the reporter has not yet returned the device to the manufacturer for evaluation.